Event description:
Customer reported low blood glucose symptoms with result of 95 mg/dl obtained on the compact plus system. 15 minutes later customer tested 28 mg/dl on the compact plus system; at the same time she tested "critically low" (<30 mg/dl) on professional device. Customer was able to self treat with orange juice, and since customer was already admitted to the hospital she also received a glucose IV through her PICC line. Fifteen minutes later customer tested 251 mg/dl on professional meter and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.